Event description:
It was reported that the nurse's handheld screen was cracked. The nurse reported that it is unknown how the screen was cracked that it was just found that way. The nurse was provided a new handheld and the handheld with the cracked screen is expected to be returned for analysis, but has not yet been received.